Event description:
The manufacturer received information alleging a ventilator's lcd had lines across screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.